Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/01/2013 with the following findings: no defect was found. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. A visual inspection and a fill test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: the patient reports the pump had emitted multiple no prime warnings. Last evening she was out at dinner and was getting losses of prime warnings and did not want to lift up her dress to deal with pump. She did prime the pump while it was still connected to her, to try to silence the warning and estimates she primed at least 1 unit into herself. A little while later patient had a blood glucose (bg) of 43 mg/dl and was severely shaky, dizzy and sweating. She was treated with carbohydrates by her husband. Customer support (cs) reviewed pump with patient. Pumps emits prime warnings several times a day. She tried a supply change but cannot be sure it was from a different box. She cycles cartridges 2-3 times before filling and changes supplies every 3 days and does not reuse supplies. No known alarms prior to no prime. Caps are on tight. No visible cracks. No change in force/temperature. No trauma to pump. No associated alarms. Pump is not rebooting, cartridge/battery not removed without priming. Tubing was not kinked or pulled. Cs sending new pack of cartridges to see if helps with loss of prime warnings. Patient is able to use pump and confirmed alternate method of insulin delivery. Also instructed patient she should disconnect from her site whenever priming. This complaint is being reported because a patient on pump therapy experienced hypoglycemia allegedly related to pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.